Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 388 mg/dl at the time of incident and the another blood glucose level was 308 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does allege pump was under delivering. Customer stated that the set of bolus of 1 units manually and when it delivered it was 2 small droplets too small for 10 units. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload or download anomalies or delays in uploading or downloading were noted.